Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the second surgeon side console (ssc)'s right eye lens was black. The system was a dual console system and the surgeon used other ssc for the procedure. There were no related errors in the logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through a hard power cycle on the ssc in reference with no change. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. The fse replaced the high resolution stereo viewer (hrsv), and confirmed the image was restored. The system was tested and verified as ready for use. The hrsv has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the issue. The unit was installed onto the test system and upon startup, it was confirmed that there is no vision in the right eye.